Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses to repair a thoracic aortic aneurysm. On (B)(6) 2010, the patient was discharged. Subsequent follow-up examinations showed that the diameter of the aneurysm shrunk to 46mm. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 52mm. No endoleaks were observed. The physician elected to monitor the patient. According to the cro in (B)(4), no further information is available.